Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 147 and 173 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history 120mg/dl (B)(6) 2017 05:33 am fasting: yes, 147mg/dl (B)(6) 2017 06:30 am fasting: yes, 173mg/dl (B)(6) 2017 06:29 am fasting: yes, 95mg/dl (B)(6) 2017 06:12 am fasting: yes, 106 mg/dl (B)(6) 2017 06:18 am fasting: yes. Memory concerns: customer is concern with the results taken on (B)(6) 2017 customer state that he run a blood test and got 173mg/dl fasting and then within seconds run another test and got 147mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 147 and 173 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (B)(6). Memory concerns: customer is concern with the results taken on (B)(6) 2017 customer state that he run a blood test and got 173mg/dl fasting and then within seconds run another test and got 147mg/dl.